Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified iliac artery. A 10.0mmx20mmx80cm sterling¿ balloon catheter was advanced for dilatation. Upon first inflation, balloon rupture was noted. The device was completed removed from the patient. The procedure was completed with a mustang balloon catheter. No patient complications were reported and patient's status was good.